Event description:
Boston scientific received information that this patient underwent a pocket revision one day post implant due to more bleeding than expected. No adverse patient effects were reported.

Manufacturer narrative:
The system remains actively implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.